Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Material discarded.

Event description:
A healthcare professional informed that the user of the accu-chek safe-t-pro plus lancets had an appointment for a health check and reported the lancet blood test was really painful at the time and her finger continued to feel sore for more than a week afterwards. They have found what they think is a metal splinter in the customer's finger which is a fragment of the lancet. No further details were provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.